Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences?: no, not that we are aware of. - when were the needles popped off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during the use when tying by the surgeon. - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use when tying by the surgeon. - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided: @(mentioned another person) can you please assist me with this return.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: do you have a date for the original issue? June 4th july 18th. Surgery type and surgeon name? Whittum - total knee and total hip, - total knee and hip were there any negative patient outcomes? No, not that I am aware of finally, what was done intra-operatively to rectify the situation? Sutures were waisted and new packages opened. Would you like me to replace either or both of these lots? If so, I can have the boxes sent to me and come down to complete the exchange for a different lot. Yes, lets replace both lots that were used in these cases. Lot#105as4 & ucbbmt. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2025 and barbed suture was used. About three weeks ago, a scrub tech at the facility informed to the surgical services nurse manager, of a barbed suture that popped off easily. The plan was to watch to see if it happened again. Last friday, the same surgeon complained that the suture broke and it popped off the needle easily. The lot numbers appear to be different. The first instance was lot #ucbbmt. The second instance was lot #105as4. The same surgeon used this suture/lot number again last weekend and did not seem to have any issues. There were no patient consequences reported. Additional information was requested.